Event description:
It was reported that oversensing and loss of capture was observed on the left ventricular (lv) lead. Abbott technical support was contacted and a lead revision procedure is anticipated to resolve the event. The patient was in stable condition and will continue to be monitored.